Event description:
"Does not work". The bio-med tech reviewed the event history and discovered a failure code 530. She also stated that they have no reocrd of any pt incident involving the pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.